Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which has been implanted for 33 months, exhibited a decline in monitoring voltage in a span of 3 months that was felt to be too fast. No adverse patient effects were reported. This ICD is part of the shortened replacement window advisory population but has not yet reached a monitoring voltage of 2.65 volts.

Manufacturer narrative:
A save to disk was completed and returned for analysis. Analysis of the stored information indicated this ICD does appear to be depleting prematurely. The information provided indicates this ICD remains implanted. Additional information received approximately 21 months later indicated this device had a monitoring voltage of 2.52 volts. There was no indication that elective replacement indicator (eri) had yet been declared. A boston scientific crm technical services consultant recommended replacing the device within one month of declaring eri. Approximately four months later the device was explanted and returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.